Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient plasma sample was tested for accu tni and a result of 0.53ng/ml. Was obtained. The result was not reported out of the lab. The sample was re-tested for accu-tni and the repeated results were: 0.35ng/ml and 0.23ng/ml. The customer ran a serum sample from the patient, drawn at the same time as the plasma sample, and accu tni result was 0.02ng/ml. On the same day, a fresh sample was collected from the patient and tested in duplicate for accu tni; 2 results of 0.03ng/ml were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within customer's specifications before and after the event. The specimens were collected in 13x100, 4.5ml, lithium heparin tubes with gel separators. The samples were centrifuged at 4,000 rpm for 5 minutes at ambient temperature. The specimens were sampled from the primary tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic testing which passed. The fse verified instrument performance per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.